Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due to pain. System evaluation noted decreased sensing and pacing impedance measurements on the right ventricular (rv) channel. Fluoroscopy revealed a perforation. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.